Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 3006705815-2020-31212. Additional information received that patient underwent surgical intervention wherein the entire system was explanted on 21 aug.

Manufacturer narrative:
Event and therapy dates are estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-23969. It was reported patient experienced ineffective therapy and system was not proving effective relief. Programming was unable to resolve the issue. As a result, surgical intervention is expected to address the issue.